Manufacturer narrative:
The device was received for evaluation with battery voltage above elective-replacement level (eri). Analysis indicated the device was programmed to high output mode and was implanted beyond its projected longevity. At this stage, the battery¿s capacity was significantly reduced, and its voltage level was sensitive to variations in usage such as prolong telemetry interrogation, high output settings, as well as temperature changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. Electrical and mechanical test results indicated normal device functionality. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, it was noted that the battery had depleted rapidly since the previous follow-up and the device was below elective replacement indicator (eri). Premature battery depletion was suspected. The device was explanted and replaced to resolve the event and the patient was stable.